Manufacturer narrative:
The customer had tried to invalidate home and reboot the system prior to the system service and got the system to function correctly. The system was serviced in the field and the issue could not be duplicated. The door open/close was tested and functioned over 30 times with no issues. The system was rebooted and there were no issues before or after the reboot. The representative tried invalidating home which was executed correctly. The rotor pin fit correctly after invalidate home was done. The door switches were making good contact. The tension of the door winch cable was good and nothing was binding while the cable was moving. The issue could not be duplicated. The system checkout was completed and the system passed all tests and was performing as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that the gantry was completely closed but the system stated that the gantry was still open. It was noted that the site would use another system. Technical services recommended a reboot, to check for a drape stuck in the gantry and to try giving the gantry a hugging motion to see if that would close the gantry completely. There was no patient present at the time of the event.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to perform a system check out they found that there was no issues opening or closing the door. Everything was working correctly. After dozens of times trying to open and close the doors, the system still functioned without any issues. The representative performed a rotor encoder slipping test. Per the test, the rotor encoder was not slipping. The representative also performed a rotor offset adjustment, and verified all 5 door switches were functioning correctly again. The representative verified the turnbuckle was secured and moving correctly, and verified that there was nothing causing the doors to bind, they are opening and closing smoothly. The representative verified the dingus' are working correctly. Throughout the course of the testing, the representative opened and closed the doors over 70 times through multiple reboots. Not once could they duplicate the issue. The system functioned as intended. E2, e3, g3: additional information received from a manufacturer representative reported that the initial reporter is a radiation tec hnician. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.